Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited right ventricular oversensing. The noise was recreated with deep breathing. It was suspected to be myopotential noise. Programming changes were made. The patient was stable and will continue to be monitored.